Event description:
Boston scientific received information that during a routine device change out procedure, the right ventricular (rv) setscrew was stuck in the down position and was unable to be loosened. Additionally, the rv lead insulation was split prior to entry into the device header. Lead diagnostics prior to the procedure were good. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The terminal end of this lead is expected to be returned. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The proximal end of the lead was returned, severed 45 millimeters (mm) from the terminal pin. Damage was noted to the terminal ring assembly as well as stretched conductor coils and punctured in the insulation. A tear in the insulation was also noted. The lead damage was consistent with damage caused during the explant procedure. Resistance tests were performed to assess lead electrical performance. Measurements throughout these tests were within normal limits.